Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 105 units. Reportedly, the cartridge was filled with 250 units of insulin. There was no impact to the customer's blood glucose level. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.